Manufacturer narrative:
Unable to confirm adhesive anomaly due to sensor was returned opened and used.

Event description:
Customer reported that the tape his sensor came off and he noticed blood on the tape. Customer stated that the insertion site is comfortable and it is not actively bleeding. Customer reports that the sensor was not pulled or tugged after inserting and there is no visible blood on the sensor connection. Customer reported that he used over tape on previous sensor and it came off and pulled the sensor out; he stated that probably the product is not adhering due to being exposed to sweat during summer season. Blood glucose level 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.